Event description:
Analyzer is unstable. Calibration every half an hour. The lack of results from the analyzer caused an acute c-section due to asphyxia. Both mother and child were doing well when discharged 4 days after birth. The error log provided only dates back up (B)(6) 2013, so it is not possible to see the actual error when the incident occurred. Photos of the logbooks were provided which show how often qc and maintenance is performed. The reporter stated that the instrument was lacking an accessory fluid due to lacking maintenance, and calibrated every half an hour. It is the impression of service engineer that the customer needed more training. The previous super user of the old analyzer is no longer on the department.

Manufacturer narrative:
Radiometer will have a product specialist contact the customer and offer them refresher training.